Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported system's eye tracker is drifting during surgery. The customer also reported that the y reported that y offset is now at the maximum.

Manufacturer narrative:
Additional information provided in b2, b5, and h11. Based on the information received after the submission of the initial report, it is confirmed that an eye tracker scanner issue occurred during routine calibration, with no harm caused to a patient. The event energy eye tracker scanner issue occurred during routine calibration is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be submitted under mfg report number 3003288808-2025-00050. The manufacturer's internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that the event eye tracker scanner issue occurred during routine calibration, with no harm caused to a patient.